Manufacturer narrative:
This is a supplemental report related to the initial MDR with MFR report # 0003015876-2025-01976. The FDA registration number submitted previously incorrect and has been updated to 3004123209. On receipt at heartsine, the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane pcba, on the on/off button contact pads and underside of the on/off button dome. This had resulted in the on/off button failing to make contact with the membrane pcb, therefore the device could not power on, as per the reported fault. Furthermore, corrosion observed on the shock button contact pads and underside of the shock button dome on the membrane pcb had resulted in the shock button failing to make contact with the membrane pcb. The corrosion on the on/off and shock button contact pads, the underside of the on/off and shock button dome, alongside the corrosion on the device screws, usb collar contacts and dirt on the device rubber feet, would indicate that the device had been stored outside the indicated conditions. The customer received a replacement device and this device was scrapped by heartsine.

Event description:
The distributor contacted heartsine to report that their device's on/off and shock button is not working. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.